Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: it was reported stardrive screwdriver t8 (03.119.019 lot 7297939 mfg 23may2013) was found to be twisted and stripped during set inspection at (B)(4) office. The returned instrument was examined and the complaint condition was able to be confirmed as the distal t8 tip was found to be worn and twisted. No definitive root cause was able to be determined as method of use at time of failure is unknown. As the driver tip was received twisted the yield strength of the material was exceeded by the application of excessive torsional forces. The returned instrument was examined and the complaint condition was able to be confirmed as the distal t8 tip was found to be twisted in a clockwise manner consistent with screw insertion). Per the system technique guides when utilized for final tightening, the driver is intended to be utilized with a torque attachment. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. No patient involvement reported. Unknown when device malfunctioned. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Device history records was conducted. The report indicates that the manufacturing location: supplier - (B)(4). Packaged by: (B)(4), manufacturing date: 05/23/2013, part #: 03.119.019, lot#: 7297939 (non-sterile) ¿ star-drive screwdriver shaft t8/105mm/purple/orange. Lot was release to the warehouse on 05/23/2013. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of the stardrive screwdriver shaft t8/105mm/purple/oranget8 is twisting and is looking a little stripped. The set was not in a case. It was discovered while inventorying a compact reconstruction set at a metro office. No patient involvement. This report is 1 of 1 for (B)(4).